Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2020. It cannot be ruled out that the root cause of the event was wearing/aging of the sensor's electronics. Moreover, the technology incorporated in the sensors is very delicate and may be damaged by impact, humidity or thermal stresses. Damage does not necessarily result in total failure of the sensor, but may falsify the measured results. For this reason, all sensors should be handled with great care.

Manufacturer narrative:
There was no patient involvement. H10: livanova deutschland manufactures the bubble sensor. The incident occurred in germany. According to follow up with the customer, the sensor was making false alarms the day before. The analysis of the video provided confirms the low reading issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during maintenance, the 3/16 bubble detector did not alarm. When the sensor was opened, the alarm was triggered. There was no patient involvement.